Manufacturer narrative:
Implant regio 24 fractured. Construction was a single crown. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded mechanical overloading of the implant.

Event description:
Implant fracture.

Event description:
Implant fracture.